Event description:
It was reported that loss of capture was observed on the left ventricular (lv) lead. An x-ray was performed and lv lead dislodgement was confirmed. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.